Event description:
The customer reported that "a breakage occurred on the extension set at the junction with the cut line. It happened four times always during the infusion of diprivan 2% with a pre-filled 50 ml syringe". From the reported info, there were no indications of serious injury to the pts or users as a result of these incidents. No add'l info provided.

Manufacturer narrative:
(B)(4). The model/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided in section g5 is for the domestic similar product. Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.